Event description:
It was reported a detachment occurred. A promus premier select 20 x 3.50 was selected for use. After successful stent implantation, when the device was pulled back, it was noted the delivery system broke. The procedure was completed and there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: a promus premier select was returned for analysis. A visual, tactile, microscopic examination and functional testing was performed on the returned device. Device analysis identified clear evidence that excessive tensile forces had been applied to the distal extrusion shaft. The shaft was severely stretched and necked down. Device analysis could not confirm a break as no break was evident. Further analysis identified a kink in the hypotube and bunching of the balloon material, on the distal end of the balloon. No other damages were observed along the device. The stent had been deployed during the procedure and was not returned for analysis. Due to the condition of the stretched distal extrusion, it was not possible to inflate the balloon.

Event description:
It was reported a detachment occurred. A promus premier select 20 x 3.50 was selected for use. After successful stent implantation, when the device was pulled back, it was noted the delivery system broke. The procedure was completed and there were no patient complications.